Event description:
Caller reported that the pump battery would not charge, resulting in the pump shutting down. There was no reported adverse impact to customer's blood glucose level. Caller attempted several troubleshooting steps, including using different wall outlets, adapters, and charging cables, but these efforts did not resolve the issue. As a resolution, technical support decided to replace the pump, and the caller was instructed to use mdi as a backup therapy to ensure continuous insulin delivery. Caller was advised to return the malfunctioning pump using a pre-paid label and was informed of how to put the pump into storage mode before returning it.